Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Due to the patient's age, no troubleshooting will be performed and the physician will continue monitoring. No adverse patient effects were reported.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements that were detected via the patient's remote home monitoring system. Furthermore, the physician opted not to look into this alert any further due to patient's age. No x-ray and defibrillation threshold (dft) test was performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.